Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/29/2017 with the following findings: evaluation revealed that the battery compartment is cracked at the top left corner of grip pad. The display was found to be dim, pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment and dim display. This report is made based on results of investigation completed on 03/29/2017.